Event description:
It was reported by service report that the bed alarm was not sounding in the bed when it was set. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cable disconnected.